Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event (B)(4) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several momentary disconnections involving (B)(4) within the analyzed period. Momentary disconnections will result in an audible tone/beep and can cause the gas gauge leds on the controller to go blank. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance for the ventricular assist device (vad) battery light emitting diodes (leds) would switch from fully illuminated to none being illuminated. The device subsequently tested out of specification during manufacturer¿s analysis. The battery was exchanged. No patient complications have been reported as a result of this event.